Manufacturer narrative:
(B)(4). Clip the analysis results found that the (B)(4) device was returned with one scissor clip class I inside a sample bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator indexed two times during the 14th firing sequence thus, it over traveled. This finding is not related with the incident reported. Although was not possible to determined how the circumstances occurred, a possible cause of malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips were delivered acrossed. The issue occurred with the first clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.